Event description:
It was reported that the camera head had a faulty connection on connector strain relief. There was loss of signal and distortion when moved. The malfunction happened during set up for an arthroscopy and was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn contacts on the connector. Functional evaluation revealed flickering green video output when the connector is moved. Further investigation revealed that the connector is damaged. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the failure, include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.